Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly multiple times. There was no impact to the customer's blood glucose level. Reportedly, the customer reloaded the same cartridge onto the pump and resume insulin delivery. The customer reported that the pump would continue to be used for insulin therapy.